Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to a dislodgement of both the right ventricular (rv) and right atrial (ra) leads. The physician opted to explant the ICD system. No additional adverse patient effects were reported. This system has been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to a dislodgement of both the right ventricular (rv) and right atrial (ra) leads. The physician opted to explant the ICD system. No additional adverse patient effects were reported. This system has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.